Event description:
Reporter states she has been experiencing discomfort, swelling, and sharp pains in her breasts. She states she had breast implant surgery done for the right and left in colombia on (B)(6) 2016. She recently visited a doctor to have an MRI done and results show her right implant ruptured, leaving pieces under her arm, in the lymphatic nodes. The left implant has not ruptured, but the results show a deformed layer. Pt codes: 4504, 4577, 1994. Device code: 1546, 1261. Ref report: mw5184986.